Event description:
This device was implanted on (B)(6) 2012 and was explanted on (B)(6) 2013. Patient is with diaphragm stimulation in all configurations except tip to can. Device not programmable for that option. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).